Event description:
While wearing the external equipment, the patient reportedly experience intermittent lock between the external equipment and the cochlear implant. The center also reported that pt¿s performance had decrease. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. On (B)(6) 2007, the patient was seen by a company rep for device eval. Testing performed confirmed that the device was functioning. Surgery to explant the pt¿s device is to be scheduled.